Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The customer reported to have replaced the bdu cpu. The puritan bennett customer support engineer (cse) conducted final testing.